Manufacturer narrative:
Patient information was not made available from the site. On 04/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system unexpectedly logged-out. The monitor screen became blue and the navigation system was unresponsive. A system re-boot restored normal function and there were no further issues. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.